Event description:
Caller reported an error with cgm, specifically error 42, while using the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete reset of the pump and assisted the caller with the process. After the reset, the error code did not reappear, and the caller successfully started their sensor session.